Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a discolored display screen. This report is made based on the results of evaluation completed on 06/10/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/10/2014 with the following findings: the pump powered on with a dim and discolored display screen. Unrelated to the display issue, the u-grove on the back of the pump for the carrying clip was found to be cracked. Also unrelated to the display issue, the pump serial number label was found to be damaged, peeling, and was illegible. (B)(6).